Event description:
It was reported that the ventilator generated an alarm indicating high o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The on-site inspection performed by the field service engineer revealed a defective air gas module and that the issue was resolved by replacing it. After the replacement, the ventilator passed the pre-use check and was handed over to the customer in working condition. The device logs were not provided to verify the reported alarm. The air gas module regulates the inspiratory gas flow and a faulty air gas module may affect the delivered volume or gas mixture (o2/air). Our conclusion is that the replaced air gas modules was the cause of the reported event. However, the root cause of why the part failed has not been established as the parts was not returned for investigation.a correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufacturer's ref: (B)(4).